Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reyg2116 showed no other similar product complaint(s) from these lot numbers.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred.

Event description:
The patient had the implantation through the left basilic vein on (B)(6) 2014. On (B)(6) 2015, during the maintenance of the catheter, there was allegedly a leakage found at 7 cm from the zero mark depth. The clinical department removed the tube.